Event description:
Product: alaris large volume pump 8100, and alaris pcu 8000. At approximately 8 pm in 2007, a new bag of hal -hyperal- was hung on said patient using the above mentioned IV main pump and channel. The IV tubing consisted of a burette with filter from alaris as well. The rate was set at 4cc/hr and approximately 12 cc of fluid was placed in the burette. At approximately 10:10 pm, the rn noted the burette had run dry. The rn then added 4cc to the burette and carefully observed the infusion over the next hour. Shortly prior to 11 pm the rn noted that the burette was empty once again. Due to the concern of a malfunctioning pump, the rn took the channel out of service and sent it to engineering. There was no harm to the patient and increased monitoring was instituted. This lvp had "passed" the pressure occlusion testing performed by engineering per the protocol sent by alaris for the recall. Alaris has not been forthcoming with details surrounding a time frame for remediation of this issue with the proposed x-ray by an alaris team.